Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was a shorted q1 current-controlling transistor, a damaged l4 inductor, and a shorted u13 cmos flash microcontroller on the bedside pca. The root cause for the damaged transistor, oscillator, and microcontroller could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
03/15/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's battery charger was unable to charge a battery pack.